Event description:
It was reported that the cage could not be fully inserted above the vertebral body leading edge. Upon furthering the cage into the body, the left lateral side broke and was removed. An alternate cage of equal height but greater width was used which then also broke on the left lateral side and was removed. The surgery was completed successfully with an alternate cage and no adverse consequences to the patient were reported.

Manufacturer narrative:
Method: visual inspection, material analysis, product history review, complaint history review, labelling review, risk assessment. Result: the customer reported event was confirmed via visual inspection of the returned device. The cage fractured in three pieces. Material analysis was performed and the device was found to have a fracture origin on inner diameter of the cage adjacent to the pin. The fracture progressed through the cross section of the cage, likely due to a cantilever force applied to the inserter. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. No similar complaints for the reported lot were identified. Conclusion: the probable root cause for the cage fracture based on material analysis was excessive cantilever force applied to the inserter.

Event description:
It was reported that the cage could not be fully inserted above the vertebral body leading edge. Upon furthering the cage into the body, the left lateral side broke and was removed. An alternate cage of equal height but greater width was used which then also broke on the left lateral side and was removed. The surgery was completed successfully with an alternate cage and no adverse consequences to the patient were reported.